Manufacturer narrative:
DHR review: the complaint lot#3318386, assembly in suzhou plant on 2023.nov.28, lot quantity is (B)(4) ea review the in process test record and outgoing test report, all test results meet the product specifications, no abnormal found. Review the product assembly record, no non-conformities, deviations or rework activities for this lot. Returned sample analysis: no samples returned, no picture provided. Retain sample analysis: sampling 2ea from the retain sample of the same manufacture lot to check vent plug and prn connector assembly status, all of them are within specification, refer to the attachment for retain sample test report. Possible cause analysis: possible reason of such type of defect will be: 1. Poor assembly status, vent plug assembly too loose, or prn connector torque is too low. 2. Other abnormal vibration or movement that cause component become loose manufacture process have the operation as below to prevent the risk above: 1. 100% inspection during each manual assembly station can detect any component loose defect, packaging line can detect such defect as well during manual loading. 2. Prn torque and leakage test can monitor any poor assembly defect. 3. In-process sampling check and finish outgoing test will check assembly status and do leakage test. There is no defect sample returned and no typical defect picture provided to show defect feature as well, and retained samples cannot detect the defect as reported, so we cannot identify the root cause for this case.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd saf-t-intima prn bl 22ga x 0.75in was damaged / deformed for your information, we have received an fei concerning a device supplied by bd, the main points of which are set out below. For expert appraisal, the device in question is available for collection from the chu pharmacy in poitiers. The device will be kept by our establishment until august 10, after which it will be destroyed. Due to recurrent malfunctions with carriers, we are no longer working with them on material safety. However, it is still possible to send devices by post (you can send us the regulatory packaging), or the sales representative can pick them up at the chu pharmacy, in which case an appointment must be made to prepare the device in advance. To recover the value of the defective device, please send a credit note to salomé galéa, copying this message. We would like to: -to know whether similar situations have been reported to you. -to know your hypotheses and explanations concerning this malfunction. The anti-reflux plug can be removed immediately with the catheter's needle, and does not stay in place. The event occurred: date: 09/07/2024. Time: 09:30. Department: (B)(6). Uf code: 1646. Day unit. Cooperation protocol: %ei_cooperation%. Management: the equipment concerned is the responsibility of the pharmacy. Designation: saf-t-intima reference number: (B)(4). Brand: 8d. Type: catheter serial or batch number: 3318386. Use-by date: 31/10/2027. N°gmao: code magh2: user facing the problem: gwenaelle goififr. What happened or could have happened? Description of facts, circumstances and means used: the anti-reflux cap is immediately removed with the catheter needle, it does not stay in place. In place. Frequency: 2-very unlikely (1-2 times a year). Description of consequences: blood splashed onto ide and environment.